Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during an open femoro-popliteal bypass surgery, while on the ligation of the saphenous vein, the surgeon was able to fire the device but there were some clips that did not form correctly and did not hold. The device was still used to complete the procedure. There was no patient injury.